Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and a33 and no delivery tests. No delivery anomaly noted. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind loop. The customer also indicated that she was recently in the hospital for high blood glucose of 500 mg/dl. Customer's blood glucose was 350 mg/dl at the time when she was unable to exit the rewind loop. Troubleshooting found that the drive support cap was flush but the customer indicated that they were unable to troubleshoot further. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.